Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that after the angioplasty the surgeon encountered difficulty removing the balloon. The target lesion was the right superficial femoral artery, lesion characteristics were not provided. After angioplasty the surgeon had difficulty removing the balloon despite deflation and negative pressure. Once the balloon was removed the physician examined the balloon and noticed a "bulge" on the distal portion of the balloon. According to the reporter a section of the device did not remain in the patient, no additional procedures were required and the patient did not experience any adverse effects as a result of the issue.